Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer stated that his current blood glucose was 89 mg/dl and his sensor glucose value was 56 mg/dl. Customer was advised that the difference between readings was not within an acceptable range. Customer stated that after dinner, he got a threshold suspend alarm even though his blood glucose was in the 80's mg/dl and his sensor glucose was 56 mg/dl. Troubleshooting was performed and the customer was advised that a replacement sensor will be shipped. Customer may have calibrated with a non-optimal calibration. Customer was advised to wait 2-4 hours after turning off the sensor and follow the troubleshooting instructions.